Event description:
A (B)(6) female underwent right anterior cruciate ligament reconstruction with achilles tendon allograft on (B)(6) 07 for acl disruption with lateral swelling. Calaxo bio-absorbable screw was placed in the inferior aspect of the tibial tunnel. She received physical therapy post-operatively until (B)(6) 07. She was followed by the surgeon and as of the end of (B)(6)/07, she was doing well, with full motion, no pain and excellent stability. On (B)(6)/07, she presented to the surgeon's office with pain and swelling of the site and knee. She brought an MRI with her that confirmed calaxo screw non-resorbtion with large ganglion cyst formation. On (B)(6)/08, she underwent examination under anesthesia, open tibial hardware removal, and allograft bone grafting to the tunnel for screw failure with osteolysis and pain. Intra-operatively ganglion-type fluid was encountered. Remnants of the calaxo screw were removed and allograft femoral head bone dowel was created and placed within the area of defect (within the tunnel) to a cortical depth. Periosteal flap, which had been maintained, was used for further closure of the defect. The procedure was well-tolerated and the pt was transferred to the recovery room in satisfactory condition.